Event description:
It was reported the pt was unable to increase the amplitude of his system, and was not receiving stimulation. The sjm rep met with the pt and determined his lead had invalid impedance. An x-ray was performed, but the results were not provided. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.